Manufacturer narrative:
Reported lot numbers: 4089477; 4092491; 2101713; 4096396; 3965586; 2101927; 4066533; 4096351; 4072210.

Event description:
Information was received indicating that the smiths medical cadd medication cassette was causing a no disposable alarm on the pump, and would not attach correctly to the pump. No adverse patient effects were reported.